Manufacturer narrative:
No samples were received for investigation for pr (B)(4), in which the customer has stated: ¿unable to inject contrast (gadovist) through connector ¿. The product in use at the time is reported to be a mp1000c-0006. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
No additional information customer unable to inject contrast (gadovist) through connector. Contracts is in a glass syringe. Pressure too great. Has been happening for several months. Unknown number of connectors. Other brands of connectors also affected.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter with the verbatim: customer unable to inject contrast (gadovist) through connector. Contracts is in a glass syringe. Pressure too great. Has been happening for several months. Unknown number of connectors. Other brands of connectors also affected.